Event description:
It was reported to covidien on 07/21/2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports patient had peritoneal dialysis catheter placed on (B) (6) 2009; on (B) (6), md noticed small leak of dialysate internally into tunnel with drop of fluid expressed out of exit site. X-rays were negative for an identified break in catheter. On (B) (6) 2009, catheter noted to be non-functioning. Patient returned to surgery on (B) (6) for catheter removal, which was noted to be divided just above 2nd inflammatory button. Patient required antibiotic therapy.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.